Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below baseline. The physician is not concerned with a malfunction with vns as diagnostics was within normal limits. The patient has a lot of medication changes recently and in the past, the patient's seizure activity would pick up with medication changes. It is unclear at this time if the increase in seizures is related to vns, but setting was being adjusted to see if that would help. No further information was provided. (B)(4) attempts for more information have been unsuccessful to date.